Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issues with two infusion sets. The tubing issues were of the same type, with the infusion set tubing leaking near the cannula site. The event dates were (B)(6) 2024. The infusion sets were in use for approximately 5-6 hours each. The patient's blood glucose (bg) level due to the issue was 395mg/dl. The patient took a correction bolus via pump to address the high bg. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-10241 - device 2 of 2.